Event description:
Failed cemented left total hip arthroplasty. Gradual leg length discrepancy with shortening on the left over past few years. Intermittent difficulty with pain about the buttock and thigh. About 1 1/2 weeks prior to admission noted increased pain about buttock and thigh and difficulty with walking activities. Revision of left total hip arthroplasty femoral component.